Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold and failure to capture due to dislodgement. The reported lead was explanted on 12 jan 2023. The patient was discharged from hospital.